Manufacturer narrative:
Investigation summary received one (1) used 011-c3300 clave neutral connector for inspection. Blood residuals were observed outside of the fluid path between the male luer and the threads. The male luer of the microclave was leak tested and measured dimensionally and was found to meet product performance and dimensional specifications. The reported complaint can be confirmed. The probable cause is unknown. No mating devices were returned for inspection. A device history lot review could not be conducted because no lot number(s) was/were identified

Manufacturer narrative:
Device has been received but evaluation has not been completed.

Event description:
Event involves a clave¿ neutral connector intravenous catheter + y-site extension set +infusion set where the reporter stated that an obstruction- blood, was stuck in the clave during the infusion. They sated that the drugs involved were anesthetics, glucose, or antibiotics. There was no bleedback reported. There was no patient harm/adverse and no delay in critical therapy event reported as a result of this event.